Manufacturer narrative:
B5: corrected data: the initial reporter inadvertently left out that the device had been explanted. D6b. Explant date, corrected data: the initial reporter inadvertently did not include the date of explant. F10. Health effect - impact code, corrected data: the initial reporter inadvertently left of f1905 code h6. Type of investigation, corrected data: the initial reporter inadvertently used an incorrect b code.

Event description:
Implant card was received indicating the patients generator was prophylactically replaced on (B)(6) 2023. No other relevant information has been received to date.

Event description:
It was reported that patient was admitted to the hospital for seizure activity and possible status epilepticus. Medication was prescribed. The patient is noted to be referred for replacement due to low battery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.